Manufacturer narrative:
Bayer case number: (B)(4). Diffuse pain [pelvic pain female] triple negative breast cancer [triple negative breast cancer] fatigue [fatigue] gastrointestinal disorder [gastrointestinal disorder] sensory disturbance [sensory disturbance] joint disorder [joint disorder] muscle disorders [muscle disorder] state of general weakness [weakness generalised] fainting [fainting] debilitating symptoms in my everyday life [activities of daily living decreased]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-jul-2025. The most recent information was received on 06-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("diffuse pain") and triple negative breast cancer ("triple negative breast cancer") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2017 she experienced pelvic pain (seriousness criterion intervention required), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder"), sensory disturbance ("sensory disturbance"), arthropathy ("joint disorder"), muscle disorder (" muscle disorders"), asthenia ("state of general weakness") and syncope ("fainting") and was found to have triple negative breast cancer (seriousness criterion medically important). On unknown date she was found to have activities of daily living decreased ("debilitating symptoms in my everyday life"). The patient was treated with surgery (removal scheduled on (B)(6) 2025). At the time of the report, the pelvic pain, triple negative breast cancer, asthenia and syncope had not resolved. The outcomes for fatigue, gastrointestinal disorder, sensory disturbance, arthropathy and muscle disorder were unknown. No causality assessment was received for essure with regard to fatigue, gastrointestinal disorder, sensory disturbance, arthropathy, muscle disorder, triple negative breast cancer, asthenia, pelvic pain, syncope or activities of daily living decreased. The reporter commented: period of occurrence: since 2017. Patient's current status: state of general weakness, diffuse pain, fainting, several debilitating symptoms in my everyday life with no connection to any pathology triple negative (tn) breast cancer at the age of 40 made me wonder neither genetic nor hormonal. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-aug-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Diffuse pain [pelvic pain female], triple negative breast cancer [triple negative breast cancer], fatigue [fatigue], gastrointestinal disorder [gastrointestinal disorder], sensory disturbance [sensory disturbance], joint disorder [joint disorder], muscle disorders [muscle disorder], state of general weakness [weakness generalised], fainting [fainting], debilitating symptoms in my everyday life [activities of daily living decreased]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("diffuse pain") and triple negative breast cancer ("triple negative breast cancer") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2017, she experienced pelvic pain (seriousness criterion intervention required), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder"), sensory disturbance ("sensory disturbance"), arthropathy ("joint disorder"), muscle disorder (" muscle disorders"), asthenia ("state of general weakness") and syncope ("fainting") and was found to have triple negative breast cancer (seriousness criterion medically important). On unknown date she was found to have activities of daily living decreased ("debilitating symptoms in my everyday life"). The patient was treated with surgery (removal scheduled on (B)(6) 2025). At the time of the report, the pelvic pain, triple negative breast cancer, asthenia and syncope had not resolved. The outcomes for fatigue, gastrointestinal disorder, sensory disturbance, arthropathy and muscle disorder were unknown. No causality assessment was received for essure with regard to fatigue, gastrointestinal disorder, sensory disturbance, arthropathy, muscle disorder, triple negative breast cancer, asthenia, pelvic pain, syncope or activities of daily living decreased. The reporter commented: period of occurrence: since 2017. Patient's current status: state of general weakness, diffuse pain, fainting, several debilitating symptoms in my everyday life with no connection to any pathology triple negative (tn) breast cancer at the age of 40 made me wonder neither genetic nor hormonal. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.